Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), an inaccuracy of 3 millimeters was observed. Surgeon was able to take the inaccuracy into account and proceeded with case. The procedure was completed with the use of navigation. No information was provided on delay to procedure. No impact on patient outcome.